Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# l98292, implanted: (B)(6) 2001, explanted: (B)(6) 2006, product type: lead. (B)(4)

Event description:
A consumer reported that they had their first implantable neurostimulator removed and replaced because she had a bone embedment. They found out one of the two leads were in the bone, they replaced the wire. The implantable neurostimulator worked for a while but then the consumer no longer felt stimulation when the system was on. The indication for use was post lumbar laminectomy syndrome. Should additional information be received, a follow up report will be sent out.

Manufacturer narrative:
Conclusion is no longer supported.